Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. A visual and microscopic inspection identified that the tubing appeared to be smashed into the luer activated valve closest to the male luer adapter's tubing. It appeared that there was a slight hole coming out of the valve. The set was then hooked up to a solution bag to check for flow. A drip was noted to be coming out of the valve where the tubing was identified to be smashed. Underwater leak testing also found that there was leakage at the same valve. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continu-flo solution set leaked during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.